Manufacturer narrative:
(B)(4). Device evaluation summary: a box with thirty-four unopened samples of product code eh7764h, lot meh434 were received for analysis. The complaint sample was not returned for analysis. During the visual inspection of thirteen unopened samples, no defects were observed on the packets. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were examined along of strand and no defects or damaged were noted. A functional test was performed on the samples and the tensile force met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance breakage suture was observed, and the tested sample meet the finished goods requirements.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The suture broke during use. There were no adverse consequences to the patient.